Event description:
It was reported that patient had a pump implanted "last (B)(6)" from the date of this report. At around 5:30 in the evening patient started "throwing up extremely bad" and she was sent to the ER (emergency room), and they stopped her pump. After they stopped her pump, she did a lot better. The healthcare provider (hcp) questioned if the patient was bolused "too much, too quick" during implant. It was stated that during the procedure they'd bolused her at 23 minutes, which was a normal bolus, there was 0.199ml used for pump tubing and the catheter was 89cm with 10cm removed for a total of 0.174ml; which was confirmed to be correct. E drug infused was morphine sulfate, at 0.1998 milligrams a day. It was added that the hcp had trialed her at t10 and he did place the catheter at t12; her trial was "0.2" and she had a great trial. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was later reported that the total prime volume was 0.373ml and a bolus was given of 0.373mg. The patient had severe nausea and vomiting within 12 hours after implant. The patient was hospitalized. The daily dose was decreased from 0.2mg/day to 0.05 mg/day and the patient responded positively. It was noted that the patient had no nausea and vomiting with the 0.2mg trial dose of morphine but increased nausea and vomiting with the implant infusion at the same dose. The hcp suspected a bolus dose problem. The hcp stated that the patient was well controlled with 0.05mg/day morphine and 0.2mg/day bupivacaine. Patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).